Manufacturer narrative:
As received, the pulse generator had output and telemetry, but was not recognized by the programmer due to an erroneous ID byte. After the correct ID byte was entered, the device image was retrieved and a multi-bit memory loss was found. Product code was downloaded, after which elective replacement characteristics were observed. The implant duration was 5.78 years, which exceeded the device's projected longevity of 5.7 years..

Event description:
A diabetic nurse reported that an adc customer experienced "hypoglycemia and was hospitalized". The report further clarified the customer received an fs freedom lite meter reading of 8.3mmol/l and within 10 minutes of self-injecting insulin(specific dosage unknown), experienced symptoms of "spasms and hypoglycemia". No seizure or loss of consciousness were reported however, paramedics were called and an hcp meter reading of 0.9mmol/l was obtained. The customer was transported to a health care facility and diagnosed with hypoglycemia. The nurse did not provide what treatment was rendered and no additional pertinent information was given. Attempts have been made to contact the nurse to clarify the medical event. There was no report of death or permanent impairment associated with this case.

Event description:
It was reported that the pulse generator could not be interrogated due to high current drain. The battery was at elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.